Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the patient went to their primary pain doctor&#38112;office today. There was a pocket infection and the dressing was taken off. The incision was open and there was drainage at the left side of the implant and the stimulator wire was outside the body and the generator tip of the generator could be seen. The patient had been seeing an infectious disease doctor and had received a peripherally inserted central catheter (PICC) line for IV antibiotics. The date for onset of infection was unknown and the cultures were not back yet. The patient had her battery and lead explanted on 2015-(B)(6) to due the infection.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had cellulitis/infection at the post-operative appointment on (B)(6) 2014. The reporter noted that the infection was at the pocket that there was redness at the device pocket. The patient was given antibiotics (leveque) and was to return in one week. It was noted that the patient was ¿alive ¿ no injury.¿ no outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.